Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data logs were reviewed and the placement signal not reliable (psnr) alarm was confirmed on 12/6. At this time, snr drops to zero, lamp maxes out at 100%, light decreases, gain decreases, and contrast oscillates between +/-3,200. The signal unreliability lasts for roughly 20 minutes, and then all optical signal metrics return to values within range for the remainder of the case. Product was not returned for investigation. Upon review of data logs, it is apparent that the console is the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The us complainant had placed a 5.5 pump to support a patient as escalation from the cp. The pump was placed but lost optical signal. The lost of signal did not prompt explant. The pump remained on for another day til the patient had care withdrawn and expired. (Death reported on sister record for the automated impella controller aic).